Event description:
A pasv PICC had been placed in a patient in 2006. Ten minutes during flushing of the device the clinicians observed that the device was leaking and that the leak was distal to the suture wing. The device was removed from the patient and another replacement device was successfully implanted. No sequellae was identified by the complainant as a result of the reported problem.